Manufacturer narrative:
Based on the available info this event is deemed a serious injury. It was suggested to end user to avoid topical medications. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive covex wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional pt/event details have been provided to date. Should additional info become available a f/u report will be submitted. A return sample for eval is not expected. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
Dr (B)(6) assistant ((B)(6)) stated a pt has a weeping rash under mass and tape border of product for 2 years since having urostomy surgery using this wafer and his rash is reddened weepy and raised under entire square of wafer. There are no other details of use of product.